Manufacturer narrative:
A product evaluation of the power module found the issue was not able to be confirmed. The module passed testing.

Event description:
It was reported the epiq cvx ultrasound system was not holding power while being used during a cardiac surgery. There was a slight delay of a couple minutes to exchange the system, since the 2-3 restarts did not resolve the issue. The procedure was able to be completed. There was no injury associated with this event. The service engineer replaced the power module to repair the system. Philips has started an investigation of this complaint.